Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. Smith & nephew received the above named product reported as a field complaint for failure to alarm. The issue could not be confirmed. A definitive root cause nor a corrective action could not be determined without the evaluation of the device. It is recommended that the device be returned for evaluation in order to rule out a pump malfunction, as a cause of the reported issue.smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: treatment was initiated on a wound with the renasys go. A couple of hours after inititating the renasys go, the dressing was not anymore in the wound and there was no alarm.